Manufacturer narrative:
A motor control (mc) board and gas delivery system (gds) was returned for failure analysis. Visual inspection revealed no anomalies. The returned mc board and gds both passed all testing; no fault was found. The customer complaint cannot be verified.

Manufacturer narrative:
The bench engineer confirmed the customer complaint. The unit is displaying low voltage supply. Error code 100a. The power management board is damage and needs to be replaced to fix the issue. Additional problems found: motor control board is intermittent and will be replaced. The gas delivery system has multiple leaks. The top cover is cracked. Will order pm kit and shipping box. The bench engineer replaced pcba power management board, pcba motor control, top cover, pm kit, shipping box, and gas delivery system. All tests have passed.

Event description:
The customer reported that the unit had a vent-inop: data acquisition pcba adc reference failed error. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair. Further information is pending.